Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The speaker was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction causing the loss of audible alarms. There was no report of patient involvement.